Event description:
It was reported that this pacemaker recorded a stored signal artifact monitoring (sam) episode which revealed that the right ventricular (rv) lead exhibited high out of range impedance measurement of greater than 3,000 ohms. Additionally, there were stored episodes with noise and oversensing. Technical services noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor. The plan was to have the patient seen in clinic for provocation testing and lead investigation. No adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that this pacemaker recorded a stored signal artifact monitoring (sam) episode which revealed that the right ventricular (rv) lead exhibited high out of range impedance measurement of greater than 3,000 ohms. Additionally, there were stored episodes with noise and oversensing. Technical services noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor. The plan was to have the patient seen in clinic for provocation testing and lead investigation. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
This report contains correction in section h6 device codes. This report contains correction in section d6a implant date.

Event description:
It was reported that this pacemaker recorded a stored signal artifact monitoring (sam) episode which revealed that the right ventricular (rv) lead exhibited high out of range impedance measurement of greater than 3,000 ohms. Additionally, there were stored episodes with noise and oversensing. Technical services noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor. The plan was to have the patient seen in clinic for provocation testing and lead investigation. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
This report contains correction in section d6a implant date.